Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient woke up with a return of her pain. She checked her stimulator and discovered it had turned down to 0.4 which is a value that was not programmed into her adaptivestim settings. Patient denies any external factors. Patient called patient services to report the issue and inquire as to how this was possible, however she states that they could explain it.  Patient reset her stimulation and it hasn¿t happened since. The issue was resolved.